Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had been experiencing air bubbles and cloudy insulin. The customer's blood glucose level was unknown at the time of the incident. The air bubbles were located in the reservoir and their approximate size was small. The caller reported they did not allow for the insulin to warm to room temperature prior to filing the reservoir. The caller confirmed they used insulin directly from the refrigerator. Troubleshooting was completed and the set was changed. The reservoir will not be returned for analysis.